Event description:
It was reported that a pump alarmed for a system error 345 while infusing to a pt. The pump was programmed to deliver 50ml of ceftriaxone at a rate of 100ml/hr. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the device history confirms that the pump alarmed for system error 345. The eval was also able to reproduce the system error. It was determined that this was caused by a failed upstream sensor. The failed upstream sensor was replaced. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.